Event description:
A therapeutic advantage mesh sling was placed in 2004. Subsequently the patient presented with a urine infection and associated pain with urination. The patient was treated with macrobid.